Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was seen for a post implant wound check. The patient had left arm swelling. It was felt to be left hand phlebitis from the IV. Patient was treated with warm compreses. Ten days later, the left arm remained swollen. An ultra sound revealed anonobstructive thrombus in left jugular vein, small thrombus in left mechial vein.